Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Hemodialysis clinic nurse reported observing blood on the floor when going to do a blood pressure check, it was noted that the leakage was from the heparin line. The patient care tech (pct) came to help with the check and saw the event and grabbed the heparin line and saw the line disconnected from the main line with some blood shooting out from the disconnected fort of the mainline. The total blood loos estimated to be less than 50mls. Additional information was solicited and received. The patient did not experience any complications as a result of the alleged event. It was unreported if the machine alarmed or was pulled from service.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.